Event description:
Information received by medtronic indicated that the customer reported that the insulin pump was suspended and was over delivering the insulin. The customer's blood glucose was 45 mg/dl and the current blood glucose was 121 mg/dl. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged possible over delivery, low bgs and unexpected suspend [low sg] found on april 09, 2022. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test, self test and delivery accuracy test test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump received with the low suspend alarm feature functioning properly. Low suspend alarm was calibrated and programmed, and it was triggered during testing. No over delivery anomalies noted during testing. Unit successfully downloaded to thump. Confirmed (B)(4) units of normal bolus were delivered on april 09, 2022 between 00:04:21.000 and 22:54:15.000. Unable to confirm low bg's. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage¿on electrical board and motor assembly. The following were noted during visual inspection: pillowing keypad overlay and dried insulin - motor slide. Unexpected suspend [low sg] anomaly and possible over delivery anomaly were not confirmed. Unable to verify customer alleged for low bg. Moisture damage on electrical board and motor assembly was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.